Event description:
It was reported that the user experienced recurrent low blood glucose over several hours, with fingerstick readings of 52 mg/dl and 49 mg/dl, and received telephone guidance to treat with oral fast-acting carbohydrates and recheck using fingersticks, after which values increased to 61 mg/dl and then 81 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution at home with ongoing self-monitoring and no medical intervention or hospitalization. Investigation included complaint handling and user coaching on acute hypoglycemia treatment and monitoring. Investigation of this case revealed no device malfunction was identified and that multiple meal announcements with possibly insufficient carbohydrate intake relative to insulin delivery could have contributed. It was concluded that the event was consistent with treatable hypoglycemia with cause unclear and no confirmed device issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.